Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron equipo gravitacional set had a fluid flow issue. The flow issue was further described as, ¿ineffective infusion, very slow drip, greatly delaying the end of medications and other solutions¿. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.